Event description:
It was reported the pt's ipg (implantable pulse generator) was moving inside the pocket site. A pocket revision was done on (B)(6) 2013 and the ipg was moved from the original position to above the waistline. The therapy was restored and no further issues were reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.